Event description:
The company was informed that the patient reportedly experienced sound quality issues followed by loss of sound while using his cochlear device. External equipment was exchanged and additional testing performed; however, the issue was not resolved. Device revision surgery has been scheduled.